Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, there was no activity related to pi observed in black box or download history. No voltage drops in black box. No overheating duplicated during testing. Pump electrical current draws found within specification the battery compartment is cracked. Corrosion in battery compartment. Pump opened; moisture damage found on printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. The reporter claimed the pump was warm and the battery was also warm when it was removed from the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.